Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device, two tears were observed. Tear a on the posterior view, measuring approximately 1.2 cm and tear b on the anterior aspect, measuring approximately 0.3 cm. As part of our quality process, the manufacturing records of lot 5578685 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, two 375cc mentor smooth round moderate profile saline breast implants were received by the mentor product analysis lab with no accompanying information. The devices could not be associated with an existing complaint. Analysis on the devices has been completed. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of two saline breast implants is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This medwatch report is for the first of two implants.